Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. External visual inspection identified no anomalies. A review of the memory confirmed the device had reached elective replacement indicator (eri) and eol on the same day ((B)(6)2016) prior to explant. Engineers concluded this device reached eri/eol prematurely due to an anomaly with the battery. Manufacturing enhancements, designed to mitigate the occurrence of this rapid internal cell depletion, were implemented in 2011. This device was manufactured prior to implementation of the corrective action.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion (bd) alert. A device check confirmed the device had reached end of life (eol). The device reports show several shocks since implant. A boston scientific field representative was contacted and confirmed there were no allegations of a premature battery depletion issue and that the physician knew the patient has had several shocks over the life of the device. The device was explanted three days later for normal battery depletion.